Event description:
It was reported that during a primary surgery the instrument broke in half. The tip of the depth gauge was retrieved from the patient. Surgery completed successfully.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).